Event description:
Utilizing device prior to insertion of a triple lumen catheter. The tip of the wire guide broke off in the subcutaneous tissue. The separated segment was successfully removed by surgeon.